Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: noise was reported via nxt transmission. Doctor believes lead is broken. Lead remains implanted at this time. No adverse patient events were reported. Should additional information be received, this file will be updated.